Manufacturer narrative:
(B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys free psa immunoassay (free psa) on a cobas 8000 e 602 module. The initial free psa result was 1.13 ng/ml. It is not clear if this result was reported outside of the laboratory or not. On (B)(6) 2018 the sample was repeated with a result of 0.655 ng/ml. On (B)(6) 2018 the sample was repeated again with a result of 0.635 ng/ml. There was no allegation that an adverse event occurred. The free psa reagent lot number was 293436. The expiration date was not provided. The pinch tubes were last replaced on 05-jun-2018. Liquid flow cleaning was last performed on 25-jun-2018. Calibration and qc were acceptable. Rack adapters were not used for the 13 mm sample tubes. Based on the information provided, an assay related issue is not suspected. The investigation was unable to find a definitive root cause.